Event description:
It was reported that sensing anomalies were seen during a f/u visit. The physician decided to replace the device. It was explanted and replaced.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of sensing anomaly was not confirmed in the laboratory. The device was tested on the bench and our automated testing equipment. Testing revealed normal device characteristics and no anomalies were found. The cause of the field event was undetermined.